Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including patient info and patient status from the hospital, field contact or distributor. Results and conclusion - product performance engineering reviewed the incident info. Restenosis, as listed in the device risk assessment and instructions for use, is a known adverse event associated with coronary stenting and clinically acceptable in the view of patient benefit. This know patient effect is not necessarily an indication of a product quality issue and no product issue was reported with the zeta stent delivery system (sds). There does not appear to be any indications of a zeta sds quality issue.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: re-stenosis requiring medical intervention. Device issue: none. It was reported that the 3.5 x 15 zeta stent was implanted in 2007. Revascularization was required nine months later, to treat in-stent restenosis. Pre-dilatation was performed on the calcification proximal to the stent and a new 3.0 x 15mm vision was successfully implanted to treat the in-stent restenosis. Another company's stent was then implanted to treat the calcified lesion proximal to the stent. It was also reported that the patient had been on plavix, but had been removed from this drug regiment due to complications. No patient effects were reported. No add'l event or patient info is available.